Manufacturer narrative:
The insulin pump was received with a stripped battery cap coin slot, cracked reservoir tube lip, minor scratches on the display window and a scratched reservoir tube window.

Event description:
The customer reported via phone call that she is having difficulty removing the battery cap from the insulin pump. The customer stated the battery was running low and on its last bar. Blood glucose value was 444 mg/dl. The customer did not have a large screwdriver to try but she stated she tried to remove it with a nickel and a butter knife but was unable to. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.